Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with uploading their device. The customer's blood glucose level at the time of incident was 575mg/dl. The customer states they treated with pump. The customer's levels had dropped to 40mg/dl. The customer treated with food. The customer was assisted with upload. No further assistance needed at this time.